Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was tested for recognition successfully. The pogo pins did not stick and were not contaminated. Dcp/remote fe verification of the instrument passed. Failure analysis was unable to replicate the reported issue. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short .060 - .180 length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure a fenestrated bipolar instrument would not register. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.